Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the esc and b button. No button error alarm noted. The device had minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm and dented button on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that she fell onto the pump a couple of months ago and b button dented. The customer was asked if she recalls any significant events leading to the alarms and she said no events. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health provider care instruction. The patient was advised that the insulin pump need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).